Manufacturer narrative:
(B)(4). The reported description of this complaint notes that a technical alarm was not received upon disconnect of a pt ECG lead. Pt harm/serious injury is possible should the clinician not be alerted to this "leads off" condition. No pt harm was reported in this case. Root cause: unk. An eval of the bedside monitor was performed by a philips service engineer. The monitor was found to be functioning in accordance with MFR specifications. There is no capture of technical alarms within the diagnostic logs of either the bedside or corresponding central monitor for further analysis. The technical alarm (inop) indicates that the monitor cannot measure or detect alarm conditions reliably. According to the pt instructions for use manual, inops are technical alarms. They indicate that the monitor cannot measure or detect alarm conditions reliably. If an inop interrupts monitoring and alarm detection (for example, leads off), the monitor places a question mark in place of the measurement numeric and an audible indicator tone will be sounded. Acknowledging a disconnect inop for ECG leads does not switch off ECG and respiratory measurements. Acknowledging a disconnect inop at the info center switches off the audible inop indicator but does not switch off the ECG measurement. Inops and short yellow arrhythmia alarms are always non-latching. When alarms are set to non-latching, their indicators end when the alarm condition ends. The info provided related to this situation does not support that there was any malfunction or systemic problem, design/labeling malfunction or any health risk. No corrective actions have been identified for the manufacture. No further investigation or action is warranted.

Event description:
The customer reported that there was no "leads off" technical alarm at the monitor after a pt removed the leads. No pt harm was reported.